Event description:
The physician was attempting to deploy a 2.75mm diameter x 18mm length endeavor sprint rapid exchange (rx) drug eluting stent to treat a calcified lesion in a patient. It was reported that the stent could not pass the lesion. When the stent was removed from the patient, the stent was noted to be damaged. No patient injury occurred and no clinical sequelae were reported device evaluation: no deformation was evident to the distal tip. The stent was positioned between the inner marker bands as per specification; the stent was deformed at the 1st proximal segment.

Manufacturer narrative:
Evaluation: results: inherent risk of procedure (stent deformation and failure to deliver device), patient condition affected effectiveness of the device (patient lesion morphology; calcified lesion). Evaluation: conclusion: device failure/lack of effectiveness related to patient condition (patient lesion morphology; calcified lesion) (B)(4).